Event description:
It has been reported to us that the occlusion balloon inflated itself during the procedure. The occlusion balloon wire was inserted into the patient and inflated to 3 mm to occlude the vessel. The physician inserted a stent delivery catheter and placed the stent. The physician then inserted an aspiration catheter and aspirated the vessel. The physician then inserted the occlusion balloon wire into the adapter to deflated the occlusion balloon, however, the occlusion balloon started to inflate itself up to 5 mm which was observed on the fluoroscope. The physician was able to successfully deflate the occlusion balloon without any issue. The patient is reported to be fine. The device will be returned for evaluation.

Manufacturer narrative:
The actual device used during the case was returned and evaluated. Visual examination of the device revealed that the adaptor and the inflator were connected by the extension line with contrast media still present in the devices. The occlusion balloon wire was examined and no damage was noticed. The occlusion balloon material was intact and deflated. An inflation test on the returned device was performed in order to re-create the event as reported. The occlusion balloon wire was tested per the steps provided by the account; however, the event cannot be reproduced; however, an attempt to recreate the event, using the device outside of the instruction for use was able to recreate the event. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has been confirmed; the exact cause for the event is unknown.